Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, the customer observed gel globules and poor barrier gel separation in 50 tubes. In addition, gel particles adhered to the instrument probe. No patient or user impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 16-sep-2024. Investigation summary: bd received five (5) samples and two (2) photos for investigation. The photos were reviewed and the indicated failure mode for gel globules was observed, however poor barrier separation was not observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination for factors relating to oil gel globules and poor barrier separation and no issues were observed as all tubes met specifications. Complaints for sample quality for the month of august 2024 were not under statistical control therefore factors that may contribute to oil gel globules and poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use there were no difficulties encountered during blood collection as all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure modes, oil gel globules and poor barrier separation, via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode oil gel globules based on photo analysis and unconfirmed for poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, the customer observed gel globules and poor barrier gel separation in 50 tubes. In addition, gel particles adhered to the instrument probe. No patient or user impact reported.